Event description:
A user reported that their pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level. The technical support instructed the user to troubleshoot by plugging the pump into a power source, but the display failed to turn on. Consequently, the pump, which was under warranty, was replaced, and the user was instructed to return the faulty pump within 10 days. The user did not disclose the type of backup therapy used during this period.